Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the hole was punched, and the surgeon began inserting the anchor into the bone. About a third of the way in the plastic screw broke. The surgeon removed the rest of the inserter from the body.the anchor was inside the bone but not fully inserted. Most of the plastic screw came out and the sutures remained. The surgeon then cut the sutures and used various devises to pull out the anchor. The surgeon then pushed the remaining fragments of te anchor further into the bone hole with the punch and tapper. He then entered a new anchor, and proceeded to finish the surgery successfully. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.